Manufacturer narrative:
Ketone strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - able to establish contact with customer and declined any further assistance.

Event description:
Consumer reported complaint for no change trace results of ketone strips. The customer did not report symptoms. Medical attention is not reported as a result. The product is stored according to specification in room temperature environment. During the call, a ketone test was not performed by the customer. The test strip lot manufacturers expiration date is 07/27/2020 and open vial date is (B)(6) 2019.